Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was found that the blade mount is chipped. There was no pt involvement during this event at the manufacturer. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the manufacturer for service and evaluation. During the investigation it was found that the blade mount is chipped. Based on the investigation details, service replaced the blade mount assembly along with other components, and the device was repaired and returned to the customer.